Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient was found unconscious on the floor after passing out at home. Someone who knew the patient heard her groaning and called 911. She was transported by emergency medical services (ems) to the hospital and admitted to the intensive care unit (ICU). The patient reported that she was unsure if her dexcom device was functioning or recording at the time of the event and did not know what her blood glucose level was when she lost consciousness. She also was unsure if her blood glucose was tested and what the result was when ems arrived. Additionally, she could not recall the last dexcom reading prior to the event. At the time of the report, the patient remained admitted to the hospital. She stated that she was given medication during her hospitalization but did not know what specific medication was administered. There was no mention of whether the incident was due to a dexcom malfunction or another cause. At the time of the report, the patient was doing okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.